Event description:
It was reported that this inflatable penile prosthesis was no longer performing as expected. The patient underwent surgery and a small hole in the reservoir was observed, resulting in fluid loss. All components were removed and replaced. There were no patient complications.